Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.